Event description:
The customer reported via telephone call that she a button error alarm while attempting to deliver a bolus. She also reported that the numbers on the display scrolled continuously after pressing the bolus button. The blood glucose reading was 262 mg/dl. The customer reported that the insulin pump had been pressed against the body and that might have caused the issue. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm. The insulin pump had an intermittent button response due to moisture damage keypad trace. The insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked battery tube threads and cracked reservoir tube lip. Numbers does not ramp up on its own or scroll bar moving with no input.